Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On (B)(6) 2010, the patient underwent surgery for a ventriculoperitoneal (vp) shunt. The cerebrospinal fluid (csf) didn't flow out from peritoneal catheter during operation even though the doctor pumped a lot. The doctor realized that the csf did not come into the reservoir. Therefore, he exchanged the valve. The operation was delayed due to this event. It was supposed to be finished within thirty minutes but took two hours. The operation went well after exchanging the valve. The new valve worked normally. There was no patient injury or death alleged.